Event description:
It was reported that there was an external fluid leak from a prismaflex m150 set c. The leak was observed from the upper part of the filter during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was leakage from the screwed connector of return line. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.